Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had a procedure on (B)(6) 2019, physician attempted to implant a outrode lead, but was not possible. Case was aborted and patient was implanted with a paddle lead instead. Stimulation was restored following the procedure